Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2023).

Event description:
It was reported that some time post port placement, the catheter was allegedly broken . It was further reported that the device was unable to be aspirated. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10; manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI hardbase port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and identified naturally worn and deformation issue, as a circumferential split was noted approximately 6 mm from the distal end of the cath-lock, a partial break was noted approximately 1.2 cm from the distal end of the cath-lock. Furthermore the inner surfaces of both the splits appeared smooth, glossy, and rounded. However the investigation is inconclusive for the reported blocked connection issue as as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter was allegedly broken . It was further reported that the device was unable to be accessed. The device was removed from the patient. There was no reported patient injury.